Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "implant damaged", "intracapsular breast implant rupture are visible - linguini sign, droplet sign", "simple cysts up to 10 mm" (assesed as not device related), "single reactive lymph nodes are visible". Later healthcare professional reported "features of damage to the internal capsule of implants in ultrasound examination". This record is for the left side. Device was explanted.